Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 244 mg/dl, and the meter bg reading was 34 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered ranging from 11-44 mg/dl. Due to bg level the customer experienced a seizure and lost consciousness. Customer required assistance by emergency medical services giving dextrose injection and was transported to the emergency room and was subsequently hospitalized. "Treatment at hospital was not specified" and customer was released from the hospital the next day, 10/22/2024 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.